Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced shield/cap/stopper being a different color/shade or faded which was noted during use. The following information was provided by the initial reporter: the hemogard is not recognized by the camera on their automated system, this is due to a color difference on the hemogard

Event description:
It was reported that 10 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced shield/cap/stopper being a different color/shade or faded which was noted during use. The following information was provided by the initial reporter: the hemogard is not recognized by the camera on their automated system, this is due to a color difference on the hemogard.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for color variance with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.